Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the main pump of the sorin s5 system displayed an error message and stopped during procedure. The pump started again after a complete restart of the s5 system. There was no report of patient injury. A serial readout was performed and the data was sent to sorin group (B)(4) for analysis. The evaluation of the pump serial readout identified that all of the pumps were incorrectly programmed; a firmware update was performed in the field without clearing the internal memory of the microprocessor (nvmem), which can lead to the reported issue. The field representative was notified of the issue and visited the facility to clear the nvmem and update the firmware of all pumps. A technical safety inspection was successfully completed following the firmware update and the s5 system was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the main pump of the sorin s5 system displayed an error message and stopped during procedure. The pump started again after a complete restart of the s5 system. There was no report of patient injury.